Event description:
It was reported that there were communication issues experienced between the implantable cardiac monitor (icm) and the home communicator. It was reported that the home communicator's transmissions disappeared in (B)(6) 2025. It was also reported that the home communicator had the 4g and wifi antenna icons orange. It was indicated that the patient's home did not seem to have a good signal conditions, but it had transmitted for over a year. The patient had the communicator unplugged and plugged back in but the issue remained. The patient also brought the communicator to the hospital and tried in several locations with good signal but the problem persisted. The communicator would be given to the hospital for a replacement but schedule had not been determined. The icm remains in use. The home communicator remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.